Manufacturer narrative:
Product analysis: the hypotube was kinked. Kinks were visible on the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was seen to the 10th, 11th and 12th distal stent wraps with raised and bunched struts. The distal tip was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent. The device was inspected prior to use with no issues noted. It was reported that the physician noted resistance when advancing the stent through a guide into the vessel. No excessive force was used. The physician removed the device and noted that the proximal end of the stent was deformed. It is unknown if the deformation occurred inside or outside the guide catheter. It is reported that it was very hard to pull the device back. The procedure was completed using a new resolute onyx of the same size. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.